Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had no power and would not turn on prior to a case. No patient injury was reported.